Event description:
Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify if the device/therapy/procedure caused or contributed with respect to major surgery, the rep stated that they were unknown. When the rep was asked to clarify the previous implant was not working, the rep confirmed that this was caused by the normal battery depletion and found that the patient battery was at 9.0+. The rep stated that the most likely cause of the event could be due to the lead migration.

Manufacturer narrative:
Continuation of d10: product ID 978b128. Lot# va2srbv. Implanted: (B)(6) 2023. Explanted: (B)(6) 2025. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the previous implant did not work and they had it taken last year. The patient stated they got another health issue and every time they had to have a cat scan or any procedure, it was a big hassle due to their non-working electrical device in their hip, so they took it out before october, patient did not remember the date. The patient mentioned they gave the whole thing back to the clinic. Patient reported that in october, they had major surgery. Patient did not provide more details and finished the call. The patient reported an unspecified symptoms.